Event description:
It was reported that the left ventricular (lv) setscrew was partially deployed upon opening the box. Therefore, when the surgeon inserted the lead, it was not in the device completely. The lv lead impedance was >3000 ohms. The surgeon was notified and reinserted the lead into the device. The surgeon stated this issue has happened multiple times before. The patient was discharged from the hospital after the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).